Manufacturer narrative:
Submit date: 10/12/2016. An investigation of kangaroo epump was performed for the reported condition of; the pump is not alarming. The unit was triaged and the complaint could not be confirmed. Kangaroo epump was manufactured in 2009. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the pump is not alarming. No additional details were available. There was no patient involvement.